Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that the cassette tubing was leaking. The cassette tubing was damaged at the distal end near the hub and drug was leaking from the tubing. The issue was noticed by the nurse when administering a bolus dose. Per the reporter, there was no patient harm.